Event description:
It was reported that sheath detachment occurred. After the sterile package was opened, it was noted that the distal shaft of an opticross hd imaging catheter was torn apart. The device was never inside the patient. The procedure was completed with another of the same device. No patient complication was reported and the patient status was stable.

Event description:
It was reported that sheath detachment occurred. After the sterile package was opened, it was noted that the distal shaft of an opticross hd imaging catheter was torn apart. The device was never inside the patient. The procedure was completed with another of the same device. No patient complication was reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the product analysis was performed. No issues were found, the device appears to be in good conditions. No detachments were observed, the sheath assembly is in good condition. Lot number corrected from 0022549882 to 0024620984. Expiration date corrected from 08/22/2019 to 10/17/2020. Device manufacture date corrected from 08/22/2018 to 10/18/2019.